Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent continuous glucose monitor inaccuracies and false low readings while using an ilet system with a g7 sensor and fiasp cartridges, including an instance where emergency services measured a capillary glucose of about 190 mg/dl while the sensor displayed a low value, and the user was announcing meals during hypoglycemia in the device learning phase. Symptoms included asymptomatic reported hypoglycemia alerts. Outcomes included field education on treating hypoglycemia before announcing meals and instructions to confirm sensor readings with a manual blood glucose measurement, with troubleshooting and education completed. Investigation included review of device data and clinical reports, trend assessment, and user counseling. Investigation of this case revealed no confirmed device malfunction of the ilet system; the event involved cgm performance concerns and user workflow during the learning phase, with improper timing of meal announcements contributing to low readings being acted upon. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.